Manufacturer narrative:
Dtbb1d1, device implanted: (B)(6) 2015. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low-voltage his bundle pacing lead exhibited dislodgement. No capture was observed and the physician explanted and replaced the lead with a left ventricular (lv) lead. No patient complications have been reported as a result of this event.